Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. We've sent good faith effort attempts to obtain all missing information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2314 captures the reportable event of fistula. Imdrf impact code f2202 captures the reportable event of endoscopic procedure performed. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent migration. However, stent migration and fistula are noted within the instructions for use (IFU) as possible adverse events associated with the use of the device. The device was not returned for analysis as it was disposed; therefore, a technical analysis could not be performed. Without a proper evaluation of the device, the most probable cause contributing to the event could not be determined. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the complaint device was not returned as it was disposed; therefore, a product analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent migration and fistula are noted within the IFU as a known possible adverse event related to the use of the device. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted transgastrically to the jejunum during a gastrojejunostomy procedure, which was performed using a non-boston scientific device to visualize the small bowel, on an unknown date. Both flanges were confirmed to be properly deployed and anchored at the time of the procedure, as verified by fluoroscopy and endoscopy. It was suspected that during the initial procedure the stent may have traversed the gastric, colonic, and jejunal walls, potentially due to the colon not being appropriately visualized during endoscopic ultrasound (eus) guidance. Approximately three months post-procedure, the patient presented to the hospital, prompting evaluation. Endoscopic assessment confirmed a gastrocolic fistula, with the proximal end of the stent located in the stomach and the distal end in the colon. It was confirmed that the distal end of the stent had migrated out of the jejunum and into the colon. The stent was reported as removed and disposed. No additional adverse patient effects were reported. Note: it was reported that the device was intended to be placed during a gastrojejunostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm in size and walled-off necrosis 6 cm in size that are adherent to the gastric or bowel wall." The axios stent is not indicated to be placed transgastric to the jejunum.

Manufacturer narrative:
Blocks b5, h6 (patient codes) and h11 have been corrected. Blocks b5 and h6 (impact codes) have been updated with the additional information received on march 23, 2026. Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. We've sent good faith effort attempts to obtain all missing information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f2202 captures the reportable event of endoscopic procedure performed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted transgastrically to the jejunum during a gastrojejunostomy procedure performed on an unknown date. Both flanges were confirmed to be properly deployed and anchored at the time of the procedure, as verified by fluoroscopy and endoscopy. It was suspected that during the initial procedure the stent may have traversed the gastric, colonic, and jejunal walls, potentially due to the colon not being appropriately visualized during endoscopic ultrasound (eus) guidance. Approximately three months post-procedure, the patient presented to the hospital, prompting evaluation. Endoscopic assessment confirmed a gastrocolic fistula, with the proximal end of the stent located in the stomach and the distal end in the colon. It was confirmed that the distal end of the stent had migrated out of the jejunum and into the colon. The stent was reported as removed and disposed. No additional adverse patient effects were reported. Note: it was reported that the device was intended to be placed during a gastrojejunostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall." The axios stent is not indicated to be placed transgastric to the jejunum. ***additional information received on march 23, 2026*** it was reported that the fistula was closed with an over-the-scope (otsc) clip. It is unknown how the stent was removed.